Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6: h4: the device was manufactured from april 29, 2020 - april 30, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The reporter stated that at the end of the expected therapy time of 72 hours, the device was not empty, residual solution remained. This issue was identified after patient use. The device had been filled with 5-fluorouracil and saline to a total of 116 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.